Event description:
The pump was returned for investigation. Investigation revealed a faded, discolored display screen. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013, with the following findings: during investigation, the display screen was found to be dim and discolored. A test display was used for investigation and was found to function appropriately. A review of the pump history showed multiple pump reboots on (B)(6) 2013. Unrelated to the display issue, testing revealed a cracked battery compartment. There was no evidence of moisture contamination inside battery compartment. There was no battery cap returned with the pump; a test cap was used and was able to fully tighten. A power loss was not observed. The cartridge compartment was found to be damaged at top of pump; the cartridge cap was able to fully tighten to the pump. Also unrelated to the display issue, the keypad was observed to be torn and a portion was missing. All of the button keys were found to be intermittently responsive. The keypad was removed and the up arrow, down arrow and ok key contacts were inverted. There was contamination under all key contacts. Additionally, evaluation revealed the internal clock battery on the circuit board had failed.